Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case,vial. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Corrected data: "the reporter indicated that the surgeon did not say what he believed to be the cause." Should be corrected to "in the opinion of the surgeon the stated cause of the event was "technical error." In the inital MDR. (B)(4).

Manufacturer narrative:
Additional information: (B)(6) 2019 should be added to the initial MDR. Corrected data: "in the opinion of the surgeon the stated cause of event was "technical error." Should be corrected to "the cause of the event is unknown." In the previous MDR. (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon noticed torn/broken haptic on a cq2015a, +18.0 diopter, intraocular lens during loading. There no patient contact. Back up lens was implanted during initial surgery, problem resolved. The reporter indicated that the surgeon did not say what he believed to be the cause.